Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that the patient faced an adhesive malfunction on (B)(6) 2026 after the infusion set was accidentally pulled out. No further information is available.